Event description:
I had the essure coils inserted in 2009 and for the past 4 years my menstrual cycle is very heavy with clots bigger than a quarter, I have experienced unexplainable rashes on my body that come and go, headaches every month, abdominal craps even when not on cycle and spotting between periods. I've also experienced low sex drive and sometimes painful, a pinching feeling in my lower abdominal area especially when I'm on my period.